Manufacturer narrative:
The results obtained for multiple patient samples run on a vitros 250 chemistry system were associated with the incorrect patient names. The investigation determined that the customer reused patient sample ID numbers that had pending programs stored in the analyzer memory. The customer was referred to the device labeling (vitros 250 chemistry system operator's manual, 13 june 2012 revision) which describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID number on a different sample without completion of the original request or deletion of the pending test will cause the original information to be carried forward. No device malfunction occurred. The root cause of this event is user error.

Event description:
The customer reported that the results obtained for multiple patient samples run on a vitros 250 chemistry system were associated with the incorrect patient names. Mis-association of patient demographics and results may lead to inappropriate physician action. None of the mis-associated patient results were reported out of the laboratory as the discrepancy was identified and the correct results were verified. There was no report of patient harm as a result of this event. (B)(4).